Event description:
4 separate incidents of pt to d/c from hosp with heel ulcers after use of device. Two separate hosps involved; 2 pts from each facility. One pt is now a bilateral bk amputee as a result of non-healing ulcers. Three of four pt underwent elective total knee replacements as reason for hospitalization. One of four was a traumatic fracture. Copy of medwatch sent to MFR. Attempts made to contact facility on 6/16/99 and 6/23/99. Messages left, calls not returned. Lot number/serial number not rec'd, samples not rec'd. Add'l info not obtainable. Unfortunately, an investigation can not be performed due to lack of info. If add'l info becomes available, the info will be forwarded.